Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump button locked several times. The customer¿s blood glucose level was unknown. Customer stated insulin pump screen was not as bright, there were no delivery alarms, customer had to reset clock to catch up to real time, rewind was taking longer, alarm was not as loud, back light was not as bright and insulin pump was chipping. The insulin pump will not be returned for analysis.